Event description:
"Freeze valve is stuck in the open position". 900629 ll100 multi tip wtc e-complaint-(B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples distribution history: this complaint unit was manufactured at csi on 9/25/2019 under wo (B)(4) and shipped on 10/16/2020. Manufacturing record review: DHR 273067 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint units' core valve was faulty. Root cause: the root cause for this complaint condition is being attributed to a faulty core valve, p/n 105519. The lot number associated with this item was noted to have recently been exhausted. Orders consist of 1000 pieces at a time indicating the occurrence is low. Corrective actions the unit was repaired, tested to specifications and returned to the customer. No additional action is required as the occurrence is considered low and the 2 year complaint review has not indicated another core valve failure. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report forwarded by csi service & repairs team- item 900629 freeze valve is stuck in the open position. Follow-up stated, no patient involvement- item was being tested prior to use on a patient. Ref (B)(4). Ll100 multi tip w-tc 900629 e-complaint (B)(4).